Event description:
It was reported that a home patient¿s (hp) transfer set disconnected from their catheter during the initial drain of automated peritoneal dialysis (apd) therapy. Follow up with a registered nurse (rn) revealed that the catheter adapter was plastic. The hp was hospitalized and treated with an unknown antibiotic (dose and frequency unknown) as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was discarded and the lot number was unknown, a device analysis could not be completed. However, a registered nurse (rn) indicated that the hp was using a plastic catheter adapter with the transfer set. The transfer set labeling explains that the set is to be used with a baxter titanium adaptor. Furthermore, it warns, ¿baxter has no control over variability, tolerances, mechanical strength or changes in these products which may be made from time to time. Therefore, baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.